Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level elevated to 448 mg/dl and the customer was subsequently hospitalized. Reportedly, the customer was treated at the hospital with intravenous insulin. The customer was released from the hospital on (B)(6) 2019 with the issue resolved and no permanent damage. At the time of the reported event, the customer's blood glucose level was 384 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.